Manufacturer narrative:
H.6. Investigation summary: it was reported there is a leak in the plastic part of the needle. To aid in the investigation, one video was provided for evaluation by our quality team. The video shows a needle assembly with no plastic shield connected to a syringe that has about 3ml of a solution. When the syringe plunger rod is pressed down the solution comes out of the needle tip and one side of the needle hub. No other defects or imperfections were observed. A device history record review was completed for provided material number 305109, lot 2228015. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1/2" hypodermic needles the needle hub was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the big problem is that there is a leak in the plastic part of the needle. The liquid flows at the end, but also from the side. See attached video. This is the second time this issue has occurred with the same batch depending on the customer. 1st customer response. - you mentioned that this is the second time that the problem has occurred with a needle from the same batch. Had the incident been reported to bd the first time? If so, can you give us the incident report number? No, the accident was not reported to bd the first time. - can you provide us with the date of the incident? It happened on august 14, 2023 and august 29, 2023. - what was the consequence for the patient? Has he suffered an adverse event or serious harm? In view of the leak, the contents of the syringe should be discarded and the vaccine should be re-injected. Note that the use was for pediatric clientele - was there a delay or change in the administration of treatment due to this incident? There was a delay due to the resumption of the injection. - what kind of intervention was involved? For the vaccination of babies. - what medication/liquid was in use at the time of the incident? Information unknown.

Event description:
It was reported while using bd precisionglide¿ 27 g x 1/2" hypodermic needles the needle hub was cracked and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: the big problem is that there is a leak in the plastic part of the needle. The liquid flows at the end, but also from the side. See attached video. This is the second time this issue has occurred with the same batch depending on the customer. 1st customer response. You mentioned that this is the second time that the problem has occurred with a needle from the same batch. Had the incident been reported to bd the first time? If so, can you give us the incident report number? No, the accident was not reported to bd the first time. Can you provide us with the date of the incident? It happened on (B)(6) 2023 and (B)(6) 2023. What was the consequence for the patient? Has he suffered an adverse event or serious harm? In view of the leak, the contents of the syringe should be discarded and the vaccine should be re-injected. Note that the use was for pediatric clientele was there a delay or change in the administration of treatment due to this incident? There was a delay due to the resumption of the injection. What kind of intervention was involved? For the vaccination of babies. What medication/liquid was in use at the time of the incident? Information unknown.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.